Event description:
It was reported that a week after the implant of this right ventricular (rv) lead, high pacing threshold was noted. Subsequently, the patient had to go through an additional surgical intervention in order to reposition the lead. No additional adverse patient effects were reported.